Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, resulting in elevated blood glucose levels. The first time, on (B)(6) 2021, the patient was brought to the emergency room by her husband. The patient had blood glucose levels of 470-500 mg/dl. The patient was treated with 2 liters of saline, 14 units of insulin by pen and then another 10 units of insulin by pen. The second incident occurred on (B)(6) 2021 when the patient again had high blood glucose levels. Just before breakfast, the patient's blood glucose level was 95mg/dl. She had breakfast and administered a bolus of 6 units of insulin via her pump. After breakfast, the blood glucose level was 399 mg/dl and could only be lowered by administering insulin via pen.